Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vf episode was observed during follow-up in clinic. Noise was reproducible with deep breathing movements. Programming changes were made, and no further noise was seen. A follow-up was scheduled for further assessment.